Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator's compressor was not working. There was no patient involvement at the time of the reported incident. A non-medtronic/covidien service provider inspected the device and was unable to duplicate the reported issue. The service provider did identify that the screen block alarm was coming on and recommended that the touch panel printed circuit board be replaced for better performance. Medtronic/covidien was not authorized to repair the device.